Event description:
Prior to an unspecified treatment procedure, the equalizer balloon ruptured. The equalizer balloon was exchanged for another balloon catheter and the procedure was completed. No pt injuries or complications were reported.